Manufacturer narrative:
Product analysis #283121142:analysis information -- 2023-03-22 10:00:13 cst pli# 10 product ID# 977006 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Continuation of d10: product ID 3550-29 lot# serial# unknown product type accessory h7: notification 2182207-08-23-2024-001-c. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an impla ntable neurostimulator (ins). It was reported that elective replacement indicator (eri) displayed. The device was checked by the nurse and three months remained on the ins. The impedances were 1,300 ohms and within normal range. The patient was not satisfied with the vanta ins, they thought it had a longer longevity than the previous prime advanced ins. The same program was use in vanta as in prime advanced. It was noted that the patient was very active and she will not have a rechargeable device yet. The action taken was a reprogramming was done to prevent short longevity. Four contacts on one lead and four contacts on another lead. Two leads were being used 330 mircosec in 2 programs and 11 ma in a1 and 6 ma in a2. An ins replacement was planned in june 2022. Additional information was received reporting the eri was considered normal due to the patient¿s settings.